Manufacturer narrative:
Results: two sealed samples received from customer. Tested through draw tests, and activation of retraction button. A review of the device history record is not required refer to CAPA (B)(4). Conclusion: unable to duplicate reported defect. Existing CAPA (B)(4) to investigating related issue.

Event description:
It was reported that 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter separated into three pieces upon activation of the safety button. No injury or intervention.